Event description:
Customer reported an unexpected negative reaction with cell #3, of panocell 10, when testing a patient sample with a history of anti-d. Antibody titer also performed with that cell also resulted negative. Repeat antibody screen performed with panoscreen, lot 37443 demostated 1+ reactivity at the antiglobulin phase with cells I & ii. Antibody titration performed with cell ii, resulted as 16.

Manufacturer narrative:
Hemagglutination tube testing was performed with retention panocell-10, lot 38462, cell #3 using various manufacturers' anti-d reagents. Retention cell #3 performed as expected. Customer did not return sample for investigation testing, but performed testing of cell #3 with immucor anti-d, lot #504687, and observed 3+ reactivity. The customer also tested the cell with a patient serum containing a passive anti-d and 1+ reactivity was observed. The sample can not be ruled out as a cause of the event.